Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited no sensing and loss of capture. Pocket manipulation done and noise was reproduced. Boston scientific technical services discussed trouble shooting measures and a chest x-ray was suggested to determine if leads have moved. At this time, the system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported loss of capture. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the helix were within the technical specifications. In summary, cuttings in the insulation were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.